Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery using penumbra system 5max reperfusion catheter, penumbra system 3max reperfusion catheter, penumbra system 3max separator, and a penumbra system 5max separator. Following the procedure, a mild hemorrhagic infarct was visualized with an uncertain relationship to the penumbra system and angiographic procedure, and a probable relationship to the index stroke. The patient expired on (B)(6) 2013 due to progression of index stoke.

Manufacturer narrative:
Please note that a correction was made to the following section(s): the event occurred on (B)(6) 2013.

Manufacturer narrative:
Conclusion: potential adverse events with the penumbra system include acute occlusion, death, device malfunction, emboli, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, dissection or perforation and are included in the labeling. Therefore, it was determined that the reported event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00065, 00066, 00068. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery using penumbra system 5max reperfusion catheter, penumbra system 3max reperfusion catheter, penumbra system max aspiration tubing, penumbra system 3max separator, and a penumbra system 5max separator. Following the procedure, a mild hemorrhagic infarct was visualized with an uncertain relationship to the penumbra system and angiographic procedure, and a probable relationship to the index stroke. The no actions were taken. The patient experienced respiratory failure with a possible relationship to the penumbra devices. The patient expired due to progression of index stoke with a possible relationship to the penumbra system.

Manufacturer narrative:
.